Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was advanced and deployed in the patient¿s left side, followed by a contralateral leg component (plc141000j/16493269) being implanted in the right side. Reportedly, the contralateral leg component was not adequately pushed up while it was deployed, resulting in an unintentional coverage of the right hypogastric artery. The procedure was concluded with a wait-and-watch approach taken to the unintentional vessel coverage.

Manufacturer narrative:
Updated the patient initials.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. Patient/device code: patient code: (B)(4), device code: (B)(4).